Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented in the emergency room with dizziness, increase capture threshold and decreased r-wave amplitude were observed. Lead dislodgement was revealed via fluoroscopy. The lead was explanted and replaced when repositioning was unsuccessful. The patient was doing well post-procedure.